Event description:
Asr revision reported via sales rep; asr xl; left; asr revision / pain. Update rec'd 02/26/2015- litigation papers received. Litigation alleges pain, decreased mobility, difficulty sleeping, stiffness, tenderness, weakness, toxic metal ion levels, including a cobalt level of 14.9 ppb and a chromium level of 3.0 ppb, and metallosis. The existing MDR decision has been reversed and the stem has been reported. The complaint was updated on: 03/02/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).